Event description:
Procedure type: coelioscopy for assessment, then laparotomy for hemostasis. According to the reporter: during a coelioscopy to establish a diagnostic, the surgeon met with a problem and the patient suffered an arterial wound. A blood loss of more than 200cc occurred, the procedure was extended more than 30 minutes as a result. Patient current condition is well.